Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user stated chair does not always turn off and the battery gauge works intermittently.